Event description:
It was reported that patient underwent left hip revision surgery due to pain, failed left hip resurfacing, acetabular cyst, fluid around the hip, metal positioning and metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain, acetabular cyst, fluid around the hip, metal positioning and metallosis. During the revision the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had ongoing pain and metallosis around the hip. During the revision a scared piriformis were seen and a capsulotomy was performed. Further details were not provided. No contributing factors leading to the reasons for the revision were described. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [176462 summary.pdf]